Manufacturer narrative:
(B)(4). The patient age is unknown; however, this occurred to the patient from the nicu. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a clearlink IV set leaked. The leak was at the junction of the set and a third party filter. This happened while the set was attached to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed a filtered extension set attached to the male luer. There were no obvious abnormalities. Functional testing was performed, the device was primed and checked for leaks; no leaks were present. An underwater leak test was performed which showed a leak between the set male luer and the filter female luer. The connection appeared to be loose, however after it was manually re-assembled with the proper push and twist method and was tested underwater again, no leaks were present. Should additional relevant information become available, a supplemental report will be submitted.